Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refill with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending and a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by a user facility that a saline bag refilled during recirculation. There was no patient involvement. The machine was removed from the floor and tagged out of service. On (B)(4) 2013 the machine was serviced and found the following: leaking pressure regulator caused low tmp and filling programs; replaced regulator and calibrated pressures; inspected air separator probes and they were clean with no build up; watched debug screen 0 and observed normal activity with valve 43 and noted normal dialysate pressure. Drain height was at 36' , drain line clear, with no bio film. Ran machine with nurse setting up a dialyzer using the prime option with the uf pump on. Machine went through 10 minute recirculation using it's 300 ml of prime without bag filling up, machine was left on and watched for 30 minutes with no filling program and no increase in saline bag level.